Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger will not charge a battery) was isolated to a physically damaged l4 component was knocked off on the bedside pca. The root cause for the damaged l4 could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was displaying an error code when charging a battery pack.